Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concl (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was went up to 500 mg/dl. Customer¿s other relevant blood glucose level was 500 mg/dl and current blood glucose level was 86 mg/dl. Customer also stated that the insulin pump received no delivery alert. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.